Event description:
It was reported that the pump touch screen was on, but the display remained dim. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.